Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11 corrected fields: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel defects. A definitive root cause could not be identified. Based on the results of the investigation, did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head showed poor image quality with strange color. The issue was found during a unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed poor image quality with strange color. The issue was found during a unknown procedure. There were no reports of patient harm.